Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. There have been no issues during the disposable device manufacturing, including sterilization. Product met final inspection and testing requirements prior to shipment analysis of treatment data recorded by the system revealed nothing unusual. There were no device performance or user issues observed that would cause the symptom. (B)(4).

Event description:
Clinic reported a patient who developed bilateral axillary abscesses ~2 months post miradry treatment. Patient noticed fibrotic nodules about 1 month post-treatment. Antibiotics (doxycycline hyclate 100mg bid for 14 days) were prescribed, and the abscesses were incised and drained. A culture of the affected area was tested positive for coagulase negative staphylococcus species. Different antibiotics were prescribed for 30 days. As of 2.6 months post-treatment, clinic confirmed the patient is recovering.